Event description:
It was reported that the system 9600+ produced a distorted image and would not x ray. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. All circuit boards, cables, and video connections were reseated. The system was reinitialized and the images were without distortion. The system was tested and found to be working as intended and placed back into service.